Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 for the treatment of stress urinary incontinence and a mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh excision surgery on (B)(6) 2005. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, fistulae and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/22/2016. Additional information: age/date of birth, other relevant history.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of herniorrhaphy, anterior/posterior colporrhaphy, paravaginal repair, and right salpingo- oophorectomy during mesh implantation. (B)(6).